Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Subsequently, this crt-p was explanted and replaced. The device will not be returned to be analyzed. No additional adverse patient effects were reported.